Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight, complete event information, and explant date. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s entire system was explanted on an unknown date for an unknown reason.